Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the device is exhibiting premature depletion. Boston scientific technical services recommended that this device to be replaced within 90 days. The device remains in service at this time. There were no patient complications or adverse effects reported. Subsequently and prior to device replacement, it was reported that the patient passed away. The death was confirmed not device nor cardiac related, to include unrelated to the previously observed fault code. The patient was reported as very ill; no return of product is expected as the device has been destroyed.

Event description:
It was reported that this implantable device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the device is exhibiting premature depletion. Boston scientific technical services recommended that this device to be replaced within 90 days. The device remains in service at this time. There were no patient complications or adverse effects reported.